Manufacturer narrative:
Date of event was reported as "last week" ((B)(6) 2016).

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that a warning power-on-reset (por) message was seen on the programmer last week when the patient was trying to charge their implantable neurostimulator (ins). It was also reported that the therapy had stopped due to the por. The patient had a ¿hard fall¿ last week which could be related to the issue. The patient confirmed that they were not near any emi nor had they had any recent medical tests or environmental emi. The por could not be cleared. The patient was re-direct to their healthcare professional (hcp) to have the ins interrogated and to clear the por.

Event description:
Additional information was received from the consumer on (B)(6) 2017. It was reported that por message and the issue with the therapy not working had not been resolved. The patient stated that the circumstance that led to the issues was the allegation that the ins would not charge. At the time of the report, the patient was still waiting to hear from a manufacturer representative (rep) for assistance in resolving the por message and the therapy not working issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.